Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on high rate non-sustained episodes, non-sustained ventricular tachycardia, and supra ventricular tachycardia (svt). The patient also reported that they were shocked, but there is no information that suggests that they received a shock, inappropriate or appropriate, and the physician noted that no shocks were delivered. The patient's device was checked and no programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.